Event description:
Single lead extraction procedure due to svc syndrome. The physician told the rep that she began the procedure with a 14f glidelight device. Around the innominate vein, progress stalled. The physician then chose an 11f tightrail device which was successful in getting through the obstruction. A 16f glidelight was then used to attempt to progress over the distal coil. Approximately 2 inches away from lead tip, patient's bp dropped; rescue efforts commenced immediately. Sternotomy revealed an innominate/svc tear. Tear was repaired, and patient survived procedure.